Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
Mayfield skull clamp - lost 40 pounds of pressure while in pt use - no pt injury as a result of the event.